Manufacturer narrative:
The implant was returned for evaluation. The implant was received assembled and was connected to an inserter to determine if it would bind as reported. The implant was found to disassemble as expected by design. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a mobi-c implant would not disengage from the peek cartridge after insertion. It was then removed from the disc space and disassembled during removal. A different mobi-c was used to complete the surgery. There was no patient impact reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Mobi-c p&f us: disassembly during insertion. C5-6 implanted device when he went to disengage cartridge would not come lose from disc. It pulled disc out tried to reload on cartridge couldn't so had to open another. Additional information was received on july 4th 2019: patient was not affected. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.) The disc space was under distraction. The surgeon didn't encounter resistance while inserting prosthesis. The prosthesis have not been inserted with an angle. No rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant. No per-op images are available. The surgeon didn't use the mobi-c no touch level. The surgeon use the mobi-c distraction forceps. Surgeon uses mobic a lot and there is usually a little resistance so he didn¿t think it would pull disc out completely. Product return was requested. Investigation still in progress.